Event description:
The reporter indicated the device has intermittently lost power unexpectedly and has failed to deliver a shock on two occasions during use on pts. Specific details were not provided.